Event description:
The user facility reported that the sheath kinked during a procedure. Follow up communication with the user facility confirmed the following: (1) three sheaths kinked off; (2) it was in larger patients; (3) all occurred with same physician over four week period; (4) arstasis device were used within terumo sheath; (5) procedure outcome was fine; and (6) patient condition reported as fine.

Manufacturer narrative:
The involved device was not returned to the manufacturing facility and the lot# was not provided by the user facility. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation from reserve samples from 3 previous lots with the same product code. A visual inspection confirmed no anomalies or defects. A comment was made by the user facility that they have had three sheaths that kinked. However, those events were not reported to the manufacturer and no additional information was available including event dates, lot numbers, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the sheath may have come into contact with scar tissue or calcification causing it to kink or the skin incision created at the puncture site may have been too small, causing the sheath to kink upon insertion. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device was not returned.